Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unresponsive, and the user confirmed the screen was cracked; device restart via the app did not resolve the issue, and a replacement was arranged with return instructions and guidance to shut down the device and to perform standard startup on the replacement. Symptoms included elevated glucose over 400 mg/dl. Outcomes included continuation of insulin therapy by subcutaneous pen and continued cgm use via dexcom app or receiver. Investigation included user interview, troubleshooting steps, and review of device function based on the reported touchscreen failure. Investigation of this case revealed damage to the display assembly consistent with a cracked screen leading to loss of touch responsiveness, which rendered normal pump interaction impracticable. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the device display resulting in functional impairment.